Event description:
It was reported that during pre-inspection (preparation for use), the air/supply and water supply was found clogged and cannot be used. When the injection tube was connected and the liquid was injected in with a syringe, a sludge worm-like mass came out from inside the nozzle. The nozzle clogged and unable to unclogged. The scope was then isolated. A loaner was provided to the customer. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Device was received and evaluated. Device inspection performed. Dry blood was found around the outside of the nozzle and confirmed that the air supply and water supply was clogged, however, service noted that no blood clot could be confirmed. Additionally, service repair noted that when device was connected and operated according to the instruction manual, there are no abnormalities found other than the clogged nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, a decomposition study revealed no traces of foreign bodies in each channel, but the air insufflation water button was found to be abnormal, suggesting that the fluid could not be removed by irrigation from the insufflation water channel at the time of the event, so the fluid flowed out from the insufflation water channel. The specific root cause of the could not be determined at this time. Olympus will continue to monitor field performance for this device.